Event description:
Neuronetics received information from a practice regarding a patient that started having persistent migraines after tms treatment number 17, the patient went to the ER twice due to the migraines but they were unable to determine the cause or rule out tms as the cause and referred her to a neurologist. The patient reports not being able to work as a result of the migraines.

Manufacturer narrative:
During the patient's ER visits, they could not rule out tms as a cause for her migraines, however the patient has continued tms treatment since her depression has improved.